Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a red alert had been generated for this system due to an out of range pacing impedance measurement on the atrial channel. Inappropriate atrial tachycardia response events had been stored. A boston scientific technical services consultant reviewed the device data. This device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to the high impedance condition. The consultant discussed further programming options and further troubleshooting. No adverse patient effects were reported. This supplemental report is being filed to update the additional manufacturing narrative and coding. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a red alert had been generated for this system due to an out of range pacing impedance measurement on the atrial channel. Inappropriate atrial tachycardia response events had been stored. A boston scientific technical services consultant reviewed the device data. This device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to the high impedance condition. The consultant discussed further programming options and further troubleshooting. No adverse patient effects were reported.